Event description:
It was reported that during an a-fib procedure, the patient was noted to have a low blood pressure. An echo (ice) revealed a large pericardial effusion with subsequent tamponade. A pericardiocentesis was performed. The patient arrested and was coded for a prolonged period until the thoracic surgery team arrived. The patient was placed on cardiopulmonary bypass and a hole was noted near the svc in the heart. The surgeons repaired the heart and post-operatively transferred the patient to the ICU. Rf was noted being applied at the time of the injury, the user was checking for isolation of the veins in the la when the low blood pressure was noted. The patient is still hospitalized with some neurological affect with slowed response. The customer does not believe that a bwi product was directly responsible for the injury.

Manufacturer narrative:
A 3500a supplemental report will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant products: carto xp system us catalog #: m470001 serial #: (B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #: (B)(4); lasso 2515 variable circular mapping catheter us catalog # d7l202515rt lot #: 15423483l; accunav catheter (distributed) 43101359362. (B)(4).

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).